Event description:
It was reported that the system 9600 was not producing x-rays. No adverse pt involvement was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Found that the interconnect cable had been disconnected and the power cord had been damaged. Reconnected interconnect and replaced power cord. The system was tested and found to be working as intended and placed back into service.